Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's husband reported via phone call of a button error alarm and a frozen screen from the insulin pump. The customer's blood glucose level was unknown. The husband stated that his wife tried to bolus, the numbers began to ramp and it did not stop. The husband stated that he pulled the battery out and the screen was frozen. The customer did not want to troubleshoot for frozen display. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
No ramping numbers noted. The insulin pump powered up properly. No blank display noted. All operating currents are within specification. The insulin pump passed self-test and displacement test. No button error alarm noted. All buttons functioned properly; however, insulin pump had moisture on keypad traces, cracked reservoir tube lip and minor scratches on lcd window.